Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation and was visually inspected under a microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens. The lens was returned with a minor cut whereby one of the haptics was distorted. In addition, the other haptic was missing. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint type(s). No issues were reported during the manufacturing process of this production order. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an z900200205, the haptic detached. The lens was fully implanted so the incision had to be enlarged to remove it. There was no patient injury reported and a vitrectomy was not required.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.